Event description:
Customer states that the tumescent pump peristaltic mechanism is worn and in need of replacement/repair. No patient injury.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: during visual inspection, it was found that the unit coupling was worn out.